Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a open hemorrhoidectomy procedure, there was an incomplete staple line. They over sewed to fixed the staple line. There was an additional operation performed to correct the issue. There was no patient injury reported.